Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by improper bone prep prior to insertion of the implant or not inserting the implant co-axial to the bone tunnel and/or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that part of screw broke during implant and the other part remains in the patient. Site was pre-punched. There was no additional incisions. Left shoulder revision biceps tenodesis case. Follow-up investigation: reporter confirmed with surgeon that the broken screw was left in the canal. Nothing was done differently due to the screw breaking. No additional screws were used. Reporter states the screw physically broke apart but reporter did not know if it broke lengthwise or crosswise.